Event description:
It was reported that the device had a power on reset (por). The device was replaced. Follow-up with the clinic reported that the patient was short of breath and a competitors lead had fractured. Leads were scheduled to be removed and the device was replaced at that time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) review of performance data collected from the device indicated power on reset did occur on (B) (6) 2010. When the actual device was retuned and analyzed, the device analysis found normal battery depletion.